Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to charging difficulties and magnetic resonance imaging (MRI) access. The patient did well and is recovering. Explanted device will not return, and electrocautery was used for removal of the old device.